Event description:
The customer's mother reported via phone call that the insulin pump sustained water damage and also had a crack near the battery compartment. The caller estimated that the blood glucose reading was in the 200 mg/dl, but she was unsure. The customer's mother did not know how the crack had occurred. The caller stated that the customer went into the pool with the insulin pump, and now they keypad did not work properly. She observed fluid under the liquid crystal display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.